Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, e3, h3, h6 (type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions, health effect ¿ impact codes), e1 (email,) correction: e1 (initial rep name). A getinge field service engineer (fse) contacted the customer by phone and determined that the console was not fully docked to the cart, preventing the lithium-ion battery packs from charging. The fse instructed the customer on the proper method for docking the console to the cart and verified that, once properly docked, the unit began charging as expected.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging, despide being plugged in to ac outlet. No patient was involved, no harm was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery was not charging. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.